Event description:
It was reported that the insulin pump alarmed battery out limit, failed battery and weak battery alarms. The blood glucose reading was 97 mg/dl. The customer stated that the insulin pump alarmed after she had already changed the battery. After troubleshooting for the battery out limit alarm, she was advised to monitor the device while a replacement battery cap would be sent. The customer declined troubleshooting for all other alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.